Event description:
Patient with history of cardiomyopathy and valvular heart disease underwent mitral valve repair (mvr), target vessel revascularization (tvr) and hvad placement in early october of 2018. Patient with recent hospitalization for gastrointestinal bleeding and thrombotic cerebrovascular accident and transferred to rehab facility. Staff at rehab facility contacted hospital's left ventricular assist device (lvad) coordinator in mid july 2022 advising of persistent alarming of device. Patient was emergently transported to hospital. Device alarms persisted despite replacement of controller and batteries and confirmation of driveline connection. Determination made that pump was not functioning. Patient noted with residual native heart function and was supported with inotropic agents. Patient and family had previously patient be dnr and decision was made to admit patient for comfort care. Automatic implantable cardioverter defibrillator (aicd) device was deactivated. Patient expired 4 days later. Hvad explanted during limited autopsy 2 days later and was returned to manufacturer rep. Manufacturer response for heartware ventricular assist device, heartware (per site reporter).